Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in inappropriate anti-tachycardia pacing (atp). The lead was also noted to exhibited high capture threshold and increased impedance. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153402.